Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer cribriform occluder was implanted using an unknown delivery system. On an unknown date, it was observed that the occluder migrated into the aorta. On (B)(6) 2026, the device was retrieved via endovascular approach. On the same day, a 35mm device was implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.